Event description:
Boston scientific received information that during a scheduled device replacement procedure, the right ventricular (rv) lead could not be disconnected from the header of this device. The lead was cut and remained in the header. A new device and rv lead were successfully implanted. There were no additional adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing found the right ventricular (rv) ring setscrew in the down position. The sectscrew had been excessively torqued in the down position due to the use of a non-bscrm torque limiting wrench. The bscrm setscrew wrenches have a torque limiting feature that prevents this type of setscrew damage.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.